Manufacturer narrative:
Note: lot numbers listed are the lot numbers shipped to the site. It is unknown which lot number the product involved in the incident came from as the site did not retain the device packaging. Evaluation summary: the core wire fractured at the proximal end of the helix. Based on the nature of the fracture face, the failure mode appears to be primarily torsional in nature, indicating the fractured occurred from torquing the device while the helical loops were restrained. The corewire diameter was measured at the fracture area and was within the specification.

Event description:
The physician torqued the device beyond the recommended revolutions in the instructions for use and the tip detached. The tip of the device was removed with another snare, and the patient did not experience any adverse clinical sequelae.